Event description:
A nurse from the user facility reports that a scratch was noted on the intraocular lens following insertion. Enlargement of the incision was required to accommodate removal and replacement. Additional info has been requested.